Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that during the cath lab impella training automated impella controller couldn¿t be started and just a blue screen appeared.